Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per doc-(B)(4) dehiscence refers to the separation of the prosthetic valve from the surrounding heart tissue, typically at the sewing ring where the valve is sutured to the annulus. This separation can cause blood to leak around the valve (paravalvular regurgitation), reducing its effectiveness and straining the heart. This generally occurs due to patient-related anatomical factors, such as irregular anatomy, which may lead to increased stress on the surrounding tissue over time. This is often as a result of successive dilation of cardiac structures caused by progressions of valvular disease. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors.

Event description:
Per medical records, patient had contained rupture of an aortic root aneurysm with near-complete dehiscence of the aortic valve prosthesis. Tee identified both moderate pvl and significant flow into a very large psa. The 11500a valve was explanted and replaced with a 25mm 11060a valved conduit. Tee demonstrated a well-seated prosthesis.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 21 mm 11500a aortic valve in aortic position was explanted and replaced with a 25 mm 11060a konect valved conduit after an implant duration of 1 year, 1 month and 4 days. Reason for reintervention was not provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error (B)(4). Engineering evaluation summary: there is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was learned through implant patient registry and medical record that a 21mm 11500a aortic valve in aortic position was explanted and replaced with a 25mm 11060a konect valved conduit after an implant duration of 1 year, 1 month and 4 days due to aortic root aneurysm with dehiscence. Per medical records, patient had contained rupture of an aortic root aneurysm with near-complete dehiscence of the aortic valve prosthesis. Tee identified both moderate pvl and significant flow into a very large psa. The 11500a valve was explanted and replaced with a 25mm 11060a valved conduit. Tee demonstrated a well-seated prosthesis.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (component code, device code, and type of investigation).